Event description:
It is reported that the patient was revised due to aseptic loosening.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report #3007963827-2014-00046. This report will be amended when our investigation is complete.